Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be triggered. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, the guard was locked, the plug was in its manufactured position, and the indicator wire was not deployed. No abnormal conditions were observed on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the indicator wire did not deploy. The handle was opened to verify the presence of the indicator wire, which was confirmed to be properly assembled within the device. Attempts to advance the wire to assess the possibility of deployment were unsuccessful. During manipulation, the indicator wire was inadvertently withdrawn, which prevented completion of the deployment simulation. Microscopic analysis was conducted to examine the indicator wire and delivery shaft. This evaluation showed no abnormal conditions apart from dry blood saturation. Following manipulation during functional analysis, a review of the internal mechanism identified evidence of plastic deformation. Microscopic inspection confirmed that these deformations were present in areas where the indicator wire is bonded with adhesive. When the indicator wire was inadvertently withdrawn, plastic deformation occurred at these bonding sites. Such deformation is consistent with tensile overload, indicating that the internal mechanism material was subjected to a force that exceeded its yield strength, resulting in separation of the indicator wire. A product history record (phr) review of lot 18341781 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be observed through analysis of the returned device since the lever could not be tested due to the condition of the indicator wire. Also, a condition was noted with the returned device of ¿indicator wire-deployment difficulty-unable¿ since the indicator wire was received not deployed with the cowling/guard locked. The exact cause of the issue experienced could not be conclusively determined during product investigation. Based on the limited information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported incident of device failing to trigger. Inspection showed that the indicator wire was not deployed despite the cowling/guard being depressed/locked, which may have been the issue experienced by the customer, as deployment of the indicator wire is required to change the window to solid black and allow depression of the deployment lever. Internal inspection confirmed that the indicator wire was properly assembled with no anomalies noted; however, attempts to advance the wire through the port were unsuccessful, likely due to dried blood saturation. As this obstruction would not have been encountered by the user, the cause of the non-deployment could not be determined, although procedural/handling factors remain possible. Additionally, manipulations performed during analysis to advance the wire resulted in inadvertent withdrawal/separation of the indicator wire from the system due to tensile overload, as evidenced by plastic deformation at the bonding sites. Therefore, functional analysis to test the plug deployment mechanism could not be performed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be triggered. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not received for analysis, as it was lost in transit per the carrier. A review of the manufacturing documentation associated with lot: 18341781 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation and exhibited conditions consistent with an undeployed indicator wire. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be triggered. There was no reported patient injury. The device is expected to be returned for evaluation.